Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31608351l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an idiopathic ventricular tachycardia (idvt) ablation procedure with qdot micro catheter, the patient experienced st elevation on electrocardiogram (EKG), chest paint, and angiogram revealed a dissection of the left coronary artery treated with surgical intervention and prolonged hospitalization. It was reported that st segment elevation was noticed on the EKG signals on electrophysiology (ep) recording system and carto 3 system, after ablation with qdot micro catheter in q-mode. The reporter was uncertain if the patient exhibited any other symptoms; however, the patient may have complained of chest pain. An angiogram was performed and revealed a dissection of the left coronary artery. The patient was being prepped for surgical intervention. Current patient status was unknown, and it was believed that they were in surgery at the time of the call. Information received indicated that the adverse event was discovered post use of bwi products. The outcome of the adverse event was that the patient was still recovering, and patient status was somewhere between unchanged and improved. The patient required extended hospitalization because of recovery after surgery.